Event description:
A report was received that the patient had difficulty charging the ipg. The patient underwent an ipg replacement procedure. No further information has been provided at this time.

Manufacturer narrative:
Sc-1160 (sn (B)(4)). Device evaluation indicated that the ipg passed all the required test and revealed normal device characteristics.

Event description:
A report was received that the patient had difficulty charging the ipg. The patient underwent an ipg replacement procedure. No further information has been provided at this time.